Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedances (>4000 ohms) were seen on all unipolar and bipolar electrode pairs of the pt's neurostimulator system. Additional information was requested.